Manufacturer narrative:
Upon receipt, high powered microscopic visual inspection of the lead barrels and header of the device identified body fluid contamination in the lead barrels. The lead barrels and df-1 lead barrels were analyzed with all dimensions found to be within specifications. All of the seal plugs and all of the setscrews operated normally. Analysis of the device memory found no battery fault codes. All stored daily lead impedance measurements appeared normal and stable. The battery status indicator was at beginning-of-life (bol). The device was put through and passed all automated therapy verification testing which confirmed proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
The on-call bsc representative successfully contacted the family the morning of (B)(6) and was informed that the patient had died around 9:00 pm on (B)(6) 2015. Paramedics were called to the house and delivery of external defibrillation resulted in asystole. The patient could not be resuscitated and died. The daughter alleged that the device caused or contributed to the patient's death. The patient had not been pacemaker dependent and was 0% paced. No pacing inhibition was noted. The on-call device following physician directed boston scientific to download stored episode data at the funeral home. A review episode (v-1307) on (B)(6) 2015 (20:08) identified electrogram noise, oversensing followed by delivery of an inappropriate therapy. The local representative commented that shock delivery induced the patient into ventricular fibrillation (vf). The induced arrhythmia was undersensed and no shock therapy was delivered by the device. A summary of episode v-1307 was delivered via email to the examiner¿s office. The funeral home director stated that an attempt would be made to remove as much of the defibrillator lead as possible and will send it along with the explanted device to bsc returned products. The on-call bsc representative arranged for a returned product kit to be sent to the funeral home. The explanted lead and device were received in bsc returned products in early january 2016. The last in-clinic device check occurred in february 2014. The pacing impedance was 793 ohms (800 ohms at implant). The pacing impedance was trending downward to the 200 ohm range. The r-wave sensing was 17 mv at implant and was also trending downward. The local representative commented that there was a sharp drop in pacing impedance around (B)(6) 2015 and this was confirmed by ts reviewing the latitude data. There had been two dismissed latitude checks during that time. The device was returned and is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2015. Ts was informed that this patient had received inappropriate therapy associated with noise and oversensing on (B)(6) 2015. The family had contacted the primary cardiologist on (B)(6) 2015 to report that the patient had received shock therapy. The family was informed that the patient should be taken to the emergency room (ER). It appears that the patient refused to be taken to the ER. The primary cardiologist instructed the patient to contact the device following physician for guidance. The on-call device following physician was contacted and in review of the stored data from the patient's monitoring system identified a stored episode associated with electrogram noise on both the right ventricular pace/sense and shock channels. The patient was instructed to proceed to the ER. Again, the patient refused to be taken to the hospital that day. A plan was agreed upon by the physician and patient's daughter that the patient would be taken to the hospital immediately if another shock was delivered, or the following morning no matter what. The on-call physician arranged a meeting with the patient and the on-call boston scientific representative on (B)(6) 2015 to perform a full device evaluation. The on-call bsc representative attempted to contact the patient multiple times between 4-8 pm on (B)(6) 2015. The local representative was unable to make contact with the patient and left several voice mail messages.